Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971998. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws yes, damaged jaws no, damaged cutter n/a, damaged feed bar yes/bent, damaged floor no, damaged handle shrouds no, damaged other n/a, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform no, firing: form conform no, jaws: hold clip yes, jaws: inside width at tips .178, lockout functional yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the feedbar had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the feedbar occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The er320 was used during a laparoscopic cholecystectomy. The device was spitting clips and not closing properly. The clips were retrieved. A second device was opened and the same thing happened before it was put into the body (the rep is returning this device). A third er320 was pulled to complete the case and worked fine. There was no consequence to the pt.